Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 40 mcg/day) via an implantable pump for cerebral infarction. It was reported there was suspicion of a pump infection. The date of incidence was late (B)(6) 2018. It was reported the system would be removed due to the suspicion of pump infection, so administration of gabalon at minimum rate was expected. The outcome of the event was unrecovered as of (B)(6) 2018. It was unknown if the event was considered causally related to the drug, catheter, pump, programmer, or surgical procedure. No further complications were reported.

Manufacturer narrative:
Fdc updated to 67. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Signs of infection and redness were observed. It was stated that in order to not develop meningitis, the pump and catheter were removed, just in case. This occurred on (B)(6) 2018. The outcome of the adverse event was recovered as of (B)(6) 2018. The event was considered not causally related to the drug, catheter, pump, or programmer, and unknown if related to the surgical procedure. It was also stated the relation with the procedure (such as refilling) was unknown. Contributing factors to the infection were unknown. The pump would not be returned, as it was discarded by the customer.